Event description:
Patient reported that the surestep meter had missing segments on the display. This issue was not resolved with troubleshooting. There was no medical attention or treatment given to the patient. There is no report of any device event.